Manufacturer narrative:
Plant investigation: the sample was not received, neither photos nor videos were provided from the customer. The sample was not returned to the manufacturer and the lot number was not provided. Since the lot number of product involved is unknown a shipping search on the product delivery system was performed of the lots delivered to the patient within three months prior to the event date. At this time a search in the product delivery system was performed to verify product availability for alternate samples at the distribution centers. According to the product delivery system no product is available of the lots delivered to the patient, on distribution centers to be analyzed. The entire lots have been sold and distributed. Based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed. A DHR review was performed for the potential related lots and there were no non-conformances, deviations or any associated rework related with the alleged failure mode during the assembly of the lot involved. All the applicable in-process and final inspection tests were found with acceptable results. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during the call the patient reported that they had recently gotten out of the hospital for a catheter replacement due to a slow draining issue. The technical support representative called the patient¿s peritoneal dialysis registered nurse (pdrn) and the pdrn reported that the patient was recently diagnosed with peritonitis. Upon follow up, the pdrn stated the patient went to the hospital on (B)(6) 2022 (symptoms not provided) and was diagnosed with peritonitis. The patient was initiated on intraperitoneal (ip) vancomycin (dose, frequency, and duration unknown). The patient¿s pd cultures were positive for staphylococcus caprae. The suspected cause of the peritonitis is touch contamination by the patient. The pdrn stated the peritonitis was not related to any fresenius product(s). The patient was discharged from the hospital on (B)(6) 2022. The pdrn did not have any additional information related to the peritonitis event. The pdrn could not confirm the report by the patient of the earlier hospitalization for a pd catheter replacement. The patient continued to complete pd therapy during recovery. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between peritoneal dialysis utilizing the liberty cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the liberty cycler set. The pdrn stated the cause of the peritonitis was touch contamination by the patient. This is supported by the patient¿s culture result of staphylococcus caprae, which is considered a colonizer of human skin. This organism behaves as an opportunistic pathogen in immunocompromised hosts, causing both nosocomial and community-acquired infections. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during the call the patient reported that they had recently gotten out of the hospital for a catheter replacement due to a slow draining issue. The technical support representative called the patient¿s peritoneal dialysis registered nurse (pdrn) and the pdrn reported that the patient was recently diagnosed with peritonitis. Upon follow up, the pdrn stated the patient went to the hospital on (B)(6) 2022 (symptoms not provided) and was diagnosed with peritonitis. The patient was initiated on intraperitoneal (ip) vancomycin (dose, frequency, and duration unknown). The patient¿s pd cultures were positive for staphylococcus caprae. The suspected cause of the peritonitis is touch contamination by the patient. The pdrn stated the peritonitis was not related to any fresenius product(s). The patient was discharged from the hospital on (B)(6) 2022. The pdrn did not have any additional information related to the peritonitis event. The pdrn could not confirm the report by the patient of the earlier hospitalization for a pd catheter replacement. The patient continued to complete pd therapy during recovery. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.